Event description:
It was reported by service report that the lower hand grips were torn and the ankle strap was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hand grips, ankle strap.